Event description:
It was reported that a patient, male, underwent an atrial fibrillation (afib) procedure with an ep-shuttle rf generator system ¿ 100w, suffered an esophageal fistula, which required a cardiac/gastro surgery intervention. The patient¿s medical history is unknown. This patient had an atrial fibrillation (afib) procedure on (B)(6) 2014 and on (B)(6) 2014 was hospitalized with symptoms associated with an atrio-esophageal fistula which started on (B)(6) 2014. The atrio-esophageal fistula was confirmed while performing the corrective surgery. The prognosis was reserved; however, it was stated that there were positive signals of recovery. The patient required hospitalization. No further information is known regarding the patients status. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. Per 21 cfr, part 803, this complaint is reportable.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history report (DHR) review cannot be conducted because no lot number was provided by the customer. Concomitant product: carto 3 system; model #: unknown; serial #: unknown. (B)(4).